Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy electrode messages / false asystoles events) have been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy electrode" messages and false asystole events.